Event description:
It was reported that the patient was admitted for persistent epistaxis that started at 10:30 am. There were no signs of distress or uncontrollable bleeding. Otolaryngology was consulted and the patient had nasal septal perforation and nasal packing with surgicel fibrillar in the left nare.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: the bleeding resolved on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a2: patient date of birth was inadvertently added in initial report and should have been removed due to patient privacy laws. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of bleeding could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also provides information regarding the recommended anticoagulation regimen and inr values as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen and international normalized ratio (inr) values as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had severe anemia on (B)(6) 2022 requiring 3 units of packed red blood cells and denied any bleeding other than pervious nosebleed on (B)(6) 2022, which required packing.